Manufacturer narrative:
Medical device: model: 5076-45, lead; implanted: (B)(6) 2003.

Event description:
It was reported that a healthcare professional (hcp) called requesting guidance for screen navigation after the patients right ventricular (rv) lead had triggered an alert for out of range svc impedance. Navigation guidance was provided and the lead remains in use. No patient complications have been reported as a result of this event.